Manufacturer narrative:
Batch review performed on 25 october 2018: lot: 176735: (B)(4) items manufactured and released on 03 october 2017. Expiration date: 2023-02-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
19 days after primary the surgeon revised the patient hip for a stem subsidence. The reason of subsidence is unknown. Stem, head and liner swap. The surgery was completed successfully.